Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left anterior descending artery. A 185cm pt guide wire was advanced to the lesion. However, it was noted that two centimeters of the distal tip was fractured and had remained inside the patient. The detached tip became stuck in a small septal branch with no chance for migration. The procedure was completed with another pt guide wire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has distal end damage. The device has the distal tip detached exposing part of the internal wire from the proximal section and the other part detached was not returned. The outer diameter (od) of distal tip polymer section, middle and proximal section of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left anterior descending artery. A 185cm pt²¿ guide wire was advanced to the lesion. However, it was noted that two centimeters of the distal tip was fractured and had remained inside the patient. The detached tip became stuck in a small septal branch with no chance for migration. The procedure was completed with another pt²¿ guide wire. No patient complications were reported and the patient's status was fine.